Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the posterior mitral valve leaflet. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no manufacturing non-conformities issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is possible that the prolapse in the anterior leaflet contributed to the clip detaching from the anterior leaflet; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device.

Event description:
This is being filed as after the clip was implanted, it detached from the anterior mitral valve leaflet and remained attached to the posterior leaflet. Two additional clips were deployed and is considered medical intervention to prevent patient injury. It was reported that during a mitraclip procedure the clip was placed onto the mitral valve leaflets and imaging was used to verify the leaflet coaptation and leaflet insertion into the clip arms were satisfactory. It was determined that as per the instructions for use, the clip was adhered to the leaflets as there was limited leaflet mobility, a double orifice and adequate decrease in the mitral regurgitation (mr) grade. The clip was deployed with the idea to place a second clip to optimize the final result. However, after the first clip was deployed, the mr grade increased and the clip had detached from the anterior mitral leaflet and remained attached to the posterior leaflet. The physician did not know what caused the leaflet detachment from the clip. Two additional clips were then deployed and the mr grade was decreased to 2. No additional information was provided.